Event description:
As reported to medtronic, crews responsed to a cardiac arrest call, the pt was in v-fib when attached to the device. When an attempt was made to analyze the pt's rhythm the device indicated connect cable and use of the device was inhibited. The crew removed and reattached the therapy cable then cycled power to the device in an unsuccessful attempt to clear the connect cable indication. Another als crew was on scene their device was obtained and care to the pt was continued. The reporter stated there was a delay before the back up was obtained. The pt was not resuscitated.

Manufacturer narrative:
Medtronic evaluated the device and found a broken pin from the therapy cable stuck in the therapy connector. The therapy cable and therapy connector were replaced. A full functional and operational inspection was completed and the device was returned to the customer.